Event description:
This is a spontaneous case report received from a physician in united states on 22-oct-2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. Physician recently received hysterosalpingogram (hsg) report stating essure coil was visualized in the peritoneal cavity and wanted guidance and recommendation on protocol. Ptc investigation result was received on 23-nov-2014. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information was received on 07-apr-2015 from physician (case upgraded to incident). Patient's initials, date of birth and weight were provided. This report refers to a (B)(6) female patient. She denied any relevant history including preexisting medical conditions. On (B)(6) 2014 essure was inserted with no difficulty. During procedure, there were usual findings and no intraoperative complications. On (B)(6) 2014 radiologist stated that essure coil was in abdomen. On (B)(6) 2014, a laparoscopy was done to perform bilateral tubal occlusion (partial salpingectomies) and to try to retrieve the essure coil that was free in the abdomen/pelvis. Physician did not find the essure coil. It was explained to the patient that if no symptoms, there was no need to attempt to remove it. No further information was provided. Follow-up received on 14-apr-2015: ptc assessment updated without major changes. No new failure mode has been identified. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and essure coil was visualized in peritoneal cavity on hsg (hysterosalpingogram). This event, interpreted as device dislocation into abdominal cavity, was considered serious due to required intervention and is listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this particular case, based on the available information and due to lack of alternative explanation, causality between the reported event and essure use cannot be excluded. A partial salpingectomy was performed in both tubes via laparoscopy and the physician tried to retrieve the essure coil that was in abdomen, but could not find it. This case is regarded as incident due to required intervention. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.